Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a coronary heart disease patient underwent an operation. During the operation, the nc trek rx 3.5 x 8 mm balloon failed to inflate the specified location. The device was replaced with another balloon to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the date received by MFR date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.